Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection later confirmed to be peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. At the time of this report, the patient's effluent was almost clear and the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). It was further reported that the patient passed away coincident with peritoneal dialysis therapy. The cause of death was unknown. It was reported the patient was bedridden and was on a ventilator for the last few days prior to death. It was not reported if the patient was recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.